Event description:
A customer called beckman coulter regarding an erroneously elevated accu tni result (sample a) that was generated by a unicel dxi instrument in 2003. The accu tni result for sample a was 0.60 ng/dl. The elevated result was reproted out of the lab. The pt wad admitted to the cardiac care unit (ccu) for observation based on the elevated accu tni. The next day a new accu tni sample (sample b) was collected while the pt was in ccu. The accu tni results for sample b was 0.01 ng/ml. The customer retested sample a for accu tni based on a discrepancy between the accu tni results from sample a and sample b. The repeated accu tni result from sample a was 0.02 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.